Event description:
Complainant alleged while enroute to the hospital the cot came out of the fastener while making a left hand turn. A passenger accompanying the patient in the back of the ambulance allegedly sustained a minor foot injury. It was not reported if medical intervention was required or sought.

Manufacturer narrative:
The subject cot and fastener were returned to manufacturer for evaluation. A visual and functional evaluation was conducted on the cot and fastener. They were both found to be functioning as intended and the reported incident could not be duplicated. It was observed that the overall condition of the cot and fastener were well used and in need of repairs not related to the locking feature. Device is over 10 years old. Observations were recommended to be fixed prior to returning to service. The IFU for the products provide clear instruction on loading the cot into the fastener and ensuring it is locked in. No further information has been received pertaining to the passenger's alleged foot injury.

Event description:
Complainant alleges the cot came out of the fastener while enroute to the hospital. The passenger accompanying the patient in the back of the ambulance, allegedly sustained a minor foot injury. No medical treatment sought was reported for the alleged injury. Cot and fastener to return for evaluation. No injuries to the patient were reported.